Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of angina, myocardial infarction and death are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified de novo lesion in the left anterior descending coronary artery. Prior to the procedure, the patient presented with st-elevation myocardial infarction (stemi). On (B)(6) 2017 a 2.75 x 18mm xience v stent was successfully implanted on the patient. The patient was then transferred to the intensive care unit where they complained about chest pain. Extensive cardiopulmonary resuscitation (CPR) was done, however the patient died. The patient was symptomatic at the time of death with myocardial infarction. It cannot be confirmed that the device and/or procedure was the cause of death. An autopsy was not performed. No additional information was reported.